Event description:
It was reported that when attempting to remove the drain at the pt's bedside, the drain broke and a piece of the drain remained inside the pt. The drain reportedly broke off about 2 inches above the flat white part. Pt had to return to surgery to remove the indwelling portion of drain.